Event description:
Journal reference: roggendorf j, vent j, maarouf m, et al. [Reversible hypogeusia during bilateral thalamic stimulation for essential tremor]. Nervenarzi 2008;79(4): 454-456. In november 2005, deep brain stimulation (dbs) electrodes were implanted on both sides of the thalamic ventral intermediate nucleus (vim) in a patient suffering from essential tremor (et), which had proven resistant to treatment by medication for 20 years. The et presented preoperatively as a medium to higher frequency coarse postural and action tremor in both hands with a pronounced intention component as well as head and voice tremor. Reportable event: the electrodes were implanted without complication and the tremor symptoms improved immediately after the operation. With monopolar stimulation (2.5 and 2.8 v, 60 us, 130 hz), only a mild intention tremor component remained in both hands when the patient attempted to point. However, it became necessary to increase the stimulation parameters to 3.0 v on both sides three months after the operation because the action tremor in the hands began to increase again. After several days with these stimulation parameters, the patient reported significant loss of the sense of taste and a change in the quality of taste ("everything tastes metallic"). After the vim-dbs was switched off, these symptoms disappeared completely within a few hours, but the full clinical picture of the et returned at the same time.